Manufacturer narrative:
Evaluation, results: (no further information is available). Evaluation, conclusions: (no further information is available).

Event description:
An unknown stent graft system, possibly a medtronic device, was implanted in a patient on an unknown date. The patient stated that their stent graft that was infected and was being treated. There is no further information available. The patient was fine.